Event description:
Pt self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio: 2.5, lab: 2.1; (B)(6) 2010, 2.2, 1.9. Pt's target therapeutic range is 2.0-2.4.

Manufacturer narrative:
Investigation pending.